Event description:
Boston scientific was notified that during a procedure when the transend ex .014 inch guidewire was removed from the catheter, it broke.

Manufacturer narrative:
Device is currently being evaluated by the MFR. Add'l info rec'd through a company rep stated that: the pt was under the age of 18. The lot # is not available; the packaging was destroyed. The wire broke at the conclusion of the procedure, the pt is fine.